Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo revision surgery of a subtalar arthrodesis due to a non-union. It is unknown what the patient was revised to. The sales consultant was unable to confirm any related products. This is report 1 of 1 for (B)(4).